Event description:
It was reported to medtronic neurosurgery that the physician detected a csf leak in the system after implantation. According to the report, there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. Therefore the conditions of the complaint could not be verified by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. (B)(4).